Event description:
(B)(4). Same patient as 2134265-2009-05180. It was reported that post a percutaneous transluminal angioplasty (pta) procedure restenosis occurred. The stent implantation location was in the left common iliac artery. The lesion characteristics were an average lesion with a total lesion length of 28mm. The lesion was calcified and eccentric. The wallstent rp device had a diameter of 8mm and a length of 38mm. The clinical and radiological assessment was technically successful and there were no procedure related complications. At the hospital discharge there was evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. The hemodynamic success was not assessable and there was clinical success. The patient had a six-month follow up assessment. There was no evidence of improvement in the luminal diameter to less than or equal to 30% residual stenosis. There was no hemodynamic success and no clinical success.

Manufacturer narrative:
Date of event - (B)(6) 2007. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.